Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-23190. It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to resolve this issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 and the leads were explanted and replaced. The patient reports effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.